Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
On (B)(6) 2005, the patient underwent tha. On (B)(6) 2016, the patient felt the pain in the hip. The surgeon confirmed x-ray. And he found that the neck of stem broke. The surgeon is planning the revision surgery.

Manufacturer narrative:
The device was returned. An event regarding crack/fracture of a definition stem was reported. Following return of the device the event has been confirmed. Method and results: device evaluation and results: a material analysis concluded the stem fractured in fatigue. Eds showed the stem was consistent with a cocr alloy. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis concluded that the stem fractured in fatigue: "the stem fractured in fatigue. Eds showed the stem was consistent with a cocr alloy. No material or manufacturing defects were observed on the surfaces examined" the exact cause of the event could not be determined due to a lack of available information . Further information such as pre- and post-operative x-rays, primary operative reports as well as patient history and follow up notes are needed to complete the investigation for determining root cause. If additional information becomes available , this investigation will be reopened.

Event description:
On (B)(6) 2005, the patient underwent tha. On (B)(6) 2016, the patient felt the pain in the hip. The surgeon confirmed x-ray. And he found that the neck of stem broke. The surgeon is planning the revision surgery.